Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt did not remember the last time she was able to charge her ipg and use her system. She stated it had been several months. Her ipg is now unable to establish communication with external devices. Follow-up indicated the sjm rep confirmed the ipg was unable to communicate. Surgical intervention will be undertaken to resolve the issue.